Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the reporter contacted lifescan alleging that the patient's onetouch ultra2 meter would not power on. The customer care advocate tried to contact the patient with follow up questions from the medical surveillance specialist but was unable to reach the patient. The reporter alleged that the product issue began on (B)(6). The reporter was unable/unwilling to provide details of the patient's usual diabetes management. The reporter stated that they were a caregiver for the patient but they were new to this role and still learning. The reporter stated that the patient developed symptoms of vomiting, nausea, tired and not feeling well. Since lifescan were unable to reach the patient we were unable to confirm if these symptoms occurred before or after the start of the alleged power issue. The reporter stated that the patient went to the emergency room where they were treated with IV fluids containing potassium. No further details were available. At the time of troubleshooting the cca determined that the battery needed to be replaced on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury related to hyperglycemia while using the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.